Event description:
On (B)(6) 2012, a baxter customer service representative received a customer letter from a nurse, from the pediatric oncology department at a hospital, in (B)(6). The report is of a flogard infusion pump that overinfused during patient use. The following information was reported in the letter. On, (B)(6) 2012 at 6:30 am, the flogard infusion pump was programmed to administer ara c (highly toxic chemotherapy), in a dose of 4,800 mg dilute on 250ml of d/w in 0.45 n/ss for 3 hours, to a (B)(6) patient. The flogard was programmed to infuse in 3 hours. The total volume to be administered was 490ml at a rate of 166ml per hour. However, it was observed that the total volume was dispensed in 1 hour. The nurse alleged the patient was overinfused and as a result, the patient developed a high temperature (fever), rigid neck, and headache which required emergency treatment. The type of emergency treatment was not indicated in the initial report. The patient was stabilized and at the time of this report was being monitored by hospital personnel. The hospital personnel and the patient's mother involved in the event were interviewed. They stated that the nurse programmed the device correctly. As a preventive measure, the device was removed from service. On (B)(6) 2012, (B)(6) pharmacovigilance contacted the nurse and obtained the following information. On an unreported date, the patient was hospitalized to receive 4 treatments of ara c 4800mg intravenous (IV) diluted in dextrose 5%/sodium chloride 0.45% 250ml. On (B)(6) 2012 at 6:30 am, the patient's infusion began. At 7:30 am, the nurse discovered that the machine had finished infusing the chemotherapy. The nurse was not sure of the exact infusion time, only that the infusion had occurred within 1 hour. Following this treatment, the patient experienced high temperature, rigid neck, and headache. On (B)(6) 2012, the patient was treated with oral tylenol (acetaminophen) to lower temperature and as an analgesic, valium (diazepam) IV as a muscle relaxant, and vancomycin was started (as the patient was immunocompromised from the high temperature). On an unreported date, the high temperature and headache resolved. At the time of this report, the patient remained hospitalized. The events prolonged the patient's hospitalization. The patient was still recovering from the rigid neck, therefore chemotherapy was suspended. The nurse stated the events of high temperature, rigid neck, and headache were related to ara c diluted in dextrose 5%/sodium chloride. On (B)(6) 2012, (B)(6) customer representative received the following information from a hospital representative at (B)(6) hospital. The representative reported that the mother of the patient was not a healthcare provider.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, the baxter customer representative contacted the facility representative in order to obtain additional information regarding the event. The facility representative interviewed the nurse involved in the complaint. The nurse indicated that she put the primary line for one channel of the pump and the secondary with the chemotherapy for the second channel. The nurse was unable to indicate for which channel she placed each line. The device is still under evaluation at this time. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
(B)(4). This report of overinfusion was not confirmed and the assignable cause was undetermined. A device history record review, event history log review, service history review and sample evaluation were performed and revealed no failure or malfunction that would have caused or contributed to the reported issue. A letter was mailed to the customer with the results of this evaluation.

Manufacturer narrative:
(B)(4). The device is under evaluation at this time. A follow-up report will be submitted if additional information becomes available.